Manufacturer narrative:
.

Event description:
Procedure: esophagectomy. According to the reporter: the load was placed over the tissue and fired. The staple line seemed to fail in the middle of the staple line. Bleeding of 250cc reported. The staple line was over sewed.